Event description:
It was reported that a patient experienced bacterial peritonitis manifested by belly pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized due to peritonitis. On an unreported date, the patient began treatment with unspecified antibiotic (dose and frequency not reported) ip for peritonitis. The patient recovered from this peritonitis event. While hospitalized, the patient discontinued pd therapy and began hemodialysis. Upon discharge from the hospital, pd therapy was reintroduced. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A batch review was conducted for potentially associated lot numbers h13d16086, h13f05068, h13c07061, h13a07073, h13b07048, h13f25025, h13h12045, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2013. Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. The specific product code for the minicap transfer set is unknown; however, the brand name, manufacture and 510k will be provided in the MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) h13d16086, h13f05068, h13c07061, h13a07073, h13b07048, h13f25025, h13h12045, h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.